Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the procedure was converted to an open approach, not due to any system issues. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer followed up with the site and confirmed there were no system issues.